Event description:
Physician was inserting a 2.5mm x 20mm taxus express paclitaxel-eluting coronary stent when about 10" of the stent sheared off, remaining in the patients left coronary artery. The physician was unable to remove the piece in the cath lab so the patient was taken to the or where sheared piece of catheter was completely removed by cardiac surgeon.